Manufacturer narrative:
The evaluation showed, that the axle bolts are loose. The front link is warped. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws are gone at the rods, the rods are out of the frame and the joint is totally off axis. The patient did not fall.